Event description:
Boston scientific received information that post change out for normal battery depletion, the chronic right ventricular (rv) lead exhibited loss of capture overnight. The competitive field representative contacted boston scientific technical services (ts) and stated that at the pre-discharge check, it was noted that the rv lead loses capture in both unipolar and bipolar pacing configurations when the patient rolls onto her left shoulder. The competitive representative stated that he will discuss the findings with the physician. No additional information was able to be obtained and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.